Manufacturer narrative:
After further review of additional information received updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Describe event or problem: the filter was implanted due to pulmonary embolism. The patient was reported to have tolerated the index procedure well. The patient profile form (ppf) indicates that the patient underwent an attempted, but unsuccessful, retrieval procedure approximately nine weeks after the filter was implanted. The patient is reported to have experienced tilting of the filter and is reported to continue to experience anxiety related to the device. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was implanted due to pulmonary embolism. The patient was reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the inferior vena cava (ivc) filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and. Suffering, and other damages. The ppf indicates that the patient underwent an attempted but unsuccessful retrieval procedure approximately 9 weeks after the filter was implanted. The patient is reported to have experienced tilting of the filter and is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the inferior vena cava (ivc) filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and. Suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates the filter was implanted due to pulmonary embolism. The patient was reported to have tolerated the index procedure well. The ppf indicates that the patient underwent an attempted but unsuccessful retrieval procedure approximately 9 weeks after the filter was implanted. The patient is reported to have experienced tilting of the filter and is reported to continue to experience anxiety related to the device. According to the patient profile form (ppf) received on 04/10/2018: the patient discovered that her ivc filter had embedded and was unable to be retrieved on or around (B)(6) 2011.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the inferior vena cava (ivc) filter and filter is unable to be retrieved. The patient is reported to have experienced tilting of the filter and is reported to continue to experience anxiety related to the device. The indication for the filter implant was pulmonary embolism (pe). The filter was implanted via the right internal jugular vein, followed by a right internal jugular triple lumen catheter. The patient is reported to have tolerated the procedure well. Approximately nine weeks later the patient underwent an unsuccessful percutaneous attempt to remove the filter. The procedural notes indicated that the tip of the filter appeared to be embedded with its tip at the level of the of the insertion of the right and left common iliac veins. After multiple attempts were made from the right femoral and left femoral approach to re-align the filter and/or ensnare the hook, all of which were unsuccessful, the procedure was concluded without removal of the filter. The filter remains implanted; thus, unavailable for analysis. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Patients exact implant date is unknown but the placement of the filter was on or about (B)(6) 2011. As reported, the patient underwent placement of defendants' optease vena cava. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the inferior vena cava (ivc) filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and. Suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the inferior vena cava (ivc) filter and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and. Suffering, and other damages.